Event description:
Spacelabs received a report from hospital that in 2008, a patient monitor did not alarm during an asystole event.

Manufacturer narrative:
Spacelabs' field service engineer ("fse") tested the monitor at the hospital. He determined that, when connected to a simulator, the ECG tracing contained heavy artifact. The cause of the artifact was traced to poor electrical contact between the patient lead wires and the patient cable. Testing confirmed that the module would not alarm in the presence of such heavy artifact. Cleaning the lead connections by removing and reinserting them into the patient cable several times corrected the problem. The hospital was directed to replace the patient cable and lead wires. The monitor was tested and passed all functional tests. Spacelabs was unable to duplicate the problem after testing of the lead wires and patient cable at spacelabs' facility. The cable and lead wire were 2 1/2 years old and showed significant use. Spacelabs concluded that the most likely reason for the noisy signal was inadequate contact between the lead wire and cable. After several plugging and unplugging cycles any contamination or corrosion on the cable and lead wire was wiped clean and contact reestablished. An incident problem report has been filed with health facility.